Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. Upon rebooting, the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. It was reported to philips that the frontal had jerky movements and was giving multiple geometry errors. Despite attempting to reboot the system, the issue persisted, and the system failed to recover. Additionally, the customer noted that the table was free-floating and the message shutters were unavailable. In response, the remote service engineer (rse) created a follow-up onsite work order for further diagnosis. However, both follow-up work orders were subsequently canceled at the customer's request, as the issue was resolved by the customer. No service has been provided by philips. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.